Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was out of calibration. It was further reported that the programmer display was discolored. It was further reported that the programmer's floppy drive was not working. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: the complaint was confirmed. The display was out of calibration, and determined to be defective. The display was replaced. A storage bay latch was found to be broken. The bay was replaced. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.